Manufacturer narrative:
No report of procedure delay or cancellation. Following the reported event, the employee observed white discoloration on their fingers and felt a burning sensation upon removal of an instrument pack. The employee was not wearing proper ppe during the time of the reported event, more specifically gloves as stated in the operator manual. The steris v-pro max sterilizer operator manual states on page 1-2 "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment spill containment and cleanup. When handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions." The employee washed their hands with water for 15 minutes and sought medical treatment at the emergency room. A steris consumable account manager spoke with the facility's spd director who acknowledged that the employee should have been wearing ppe during the time of the reported event. A steris service technician will inspect the v-pro max sterilizer subject of the reported event. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported an employee obtained a burn while handling an instrument pack that had been processed in a v-pro max sterilizer.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the v-pro max sterilizer and found the unit to be operating according to specification; no repairs were required. No additional issues have been reported.